Manufacturer narrative:
The customer¿s report of an infiltration and occlusion test failure was not confirmed. The pcu event log shows that at 6:04 pm on (B)(6) 2017 the pump module received a remote IV request for im fluid to infuse at a rate of 4.7ml/hr with a vtbi of 112.8ml. The device alarmed for flo stop open for 3 seconds, the door was closed and the infusion started. At 6:13 am on (B)(6) 2017, the device alarmed for air in line. The device then alarmed for flo stop open for 3 seconds, the door was closed and the infusion restarted. The infusion continued until 3:59 pm, when the device was channeled off. There were no occlusion alarms prior to the device being channeled off; however, an occlusion alarm would not be expected since the pump module is not designed to detect infiltrations. The volume recorded as being infused during this period was 100.625ml. The device passed patient side occlusion testing and was found to be able to detect a patient side occlusion within specification. The root cause of the reported event was not identified. Per the alaris® system pump module dfu the pump "is neither designed nor intended to detect infiltrations and does not alarm under infiltration conditions."

Event description:
The customer reported that the total parenteral nutrition infusion infiltrated with possible extravasation injury which was treated with an injection of hyaluronidase. Afterward, the biomed checked the system and the module failed the occlusion test. There was no report of lasting harm. Received a copy of the customer's medwatch report from the FDA which states, "pumps was running tpn on a nicu patient. Problem could be related to pressure malfunction causing skin infiltration."

Event description:
The customer alleged that the infiltration occurred because the device failed to alarm for occlusion.